Event description:
A peritoneal dialysis (pd) patient's daughter reported that this patient on pd expired while still connected to the fresenius cycler. The cause of death was unknown. However, there were no reported allegations that the death was related to any product related issues. In additional follow-up, the patient¿s pd nurse stated that the patient had pre-existing comorbid conditions of end stage renal disease (esrd) with additional cardiac comorbidities included aortic valve stenosis and hypertension. Per the nurse, the patient expired on (B)(6) 2025. The nurse stated that the patient¿s daughter reported that the patient was attached to the fresenius cycler. However, no treatment data was available and it was unknown if the patient was in active treatment when she expired. The nurse stated the patient was awake and well at 8am. However, subsequently, at approximately 10am the patient was found unresponsive (by daughter). The nurse stated that emergency medical services was called. The patient was a dnr and not brought to the hospital; pronounced deceased in the home. The nurse stated there were no reported issues with the patient¿s pd treatment or product in relation to the death. The nurse stated that the patient¿s nephrologist suspects the cause of death was from cardiac due to natural causes from pre-existing comorbid conditions. No further information about the death was available. The fresenius cycler was pending return to manufacturer at the time follow-up was completed.

Manufacturer narrative:
Clinical review: temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. However, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler or any issues with pd treatment. It was reported that the suspected cause of death was cardiac arrest. The patient had a medical history that included esrd with pre-existing cardiac comorbidities that included aortic valve stenosis and hypertension. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient¿s pre-existing cardiac comorbid conditions increase risk of mortality. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that this patient on pd expired while still connected to the fresenius cycler. The cause of death was unknown. However, there were no reported allegations that the death was related to any product related issues. In additional follow-up, the patient¿s pd nurse stated that the patient had pre-existing comorbid conditions of end stage renal disease (esrd) with additional cardiac comorbidities included aortic valve stenosis and hypertension. Per the nurse, the patient expired on (B)(6) 2025. The nurse stated that the patient¿s daughter reported that the patient was attached to the fresenius cycler. However, no treatment data was available and it was unknown if the patient was in active treatment when she expired. The nurse stated the patient was awake and well at 8am. However, subsequently, at approximately 10am the patient was found unresponsive (by daughter). The nurse stated that emergency medical services was called. The patient was a dnr and not brought to the hospital; pronounced deceased in the home. The nurse stated there were no reported issues with the patient¿s pd treatment or product in relation to the death. The nurse stated that the patient¿s nephrologist suspects the cause of death was from cardiac due to natural causes from pre-existing comorbid conditions. No further information about the death was available. The fresenius cycler was pending return to manufacturer at the time follow-up was completed.